Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor. It was reported that a power on reset (por) occurred and there was a 0x400 parity error. They were able to clear the por during the call. No patient symptoms or further complications were reported as a result of this event.